Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that revision surgery was needed to replace creo mis locking caps that were found loosened post operatively with subsequent spacer migration. This event occurred in japan.